Event description:
The snare does not cut cleanly. On one occasion, the snare got caught in the polyp and was removed only after a lot of manipulation. On another occasion, since the snare did not cut cleanly, parts of the polyp had to be removed with biopsy forceps. Later in the day, it was discovered that the patient's bowel had been perforated. The snare from the latest incident has been returned to the manufacturer; all others have been pulled from use.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-jan-93. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.